Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the system was fully operational upon the field engineer's arrival. However, upon further testing it was discovered that 2d imaging worked intermittently. Replacement of the atp and ht boards resolved the issue. No further issues were reported. Replaced boards were not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system did not respond when they tried to take 2d images. There was no patient present when this issue was identified.

Manufacturer narrative:
The ht controller board was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The atp board for the imaging system was returned to the manufacturer for evaluation. Testing found that the imaging system could not perform image acquisitions when the atp board was installed in a known operational imaging system.

Manufacturer narrative:
The atp and ht boards with associated assembly components were returned to the manufacturer for analysis. The devices were all returned unused with no problems found. The reported event could not be duplicated by medtronic personnel.